Manufacturer narrative:
Conclusion: the product was not returned for evaluation as it was implanted in the patient. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00832, 00833 and 00834. Device was implanted.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, a penumbra coil 400 unintentionally detached inside a px slim delivery microcatheter. The physician was able to advance the penumbra coil 400 into the target vessel using the pusher wire. While advancing a second penumbra coil 400 through the px slim delivery microcatheter, the physician met resistance and the penumbra coil 400 unintentionally detached within the px slim delivery microcatheter. They were both removed together as one unit. A third penumbra coil 400 was used and it unintentionally detached while loading into the rotating hemostatic valve (rhv). There was no report of an adverse effect on the patient.